Event description:
I had been on home oxygen concentrator medical supply from (B)(6). Lungs kept shutting down, went to ER 4 times now. Once I get on their oxygen I seem to be able to breathe. I reported machine malfunction, they said they did not have replacement so continued to battle lung and breathe shut down; 3 weeks later they delivered another machine that is malfunction. I have been to ER 5 times and now have pneumonia, massive lung and sinus infection. I am constantly fighting for my life every day with this issue and still have malfunctioning machine. (B)(6); 1st machine malfunction description ((B)(6) healthcare 5 lt, oxygen concentrator type b, ref: 525ds(b2211409ds) moisture not working. Replacement: finally 3 weeks later owens everflo q ref: 1020015, sn (B)(4), requesting a working machine today again. Their malfunctioning units have caused multiple near-death experiences, over the past 4 months multiple trips to ER. FDA safety report ID # (B)(4).